Manufacturer narrative:
Correction made to b5: it was reported that three (3) buretrol solution administration sets were missing components. H11: three (3) devices were received for evaluation. A visual inspection was performed on the returned devices, and it was noted that the first set was missing the injection site, the second set was missing the luer plug, and the third set had a damaged plug. The reported condition was verified for all returned samples. The cause of the missing injection site was an operator error where the operator did not insert the injection site into the chamber during the manufacturing process. The cause of the missing luer plug could not be determined as residual solvent residue was visually conformed around the tube, thus confirming that the correct assembly of the luer plug was performed. In this instance, it is possible that the disconnection of the luer plug was generated after the manufacturing process step, or during use by the customer where excessive force was generated leading into a disconnection. The cause of the damaged luer plug could not be determined. The damage to the plug could have occurred during the manufacturing processes or due to misuse at the customer (excessive force applied to the plug). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date, between january 2024 and march 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol sol. Admin. Set was missing the air vent tip. This was observed prior to patient use. There was no patient involvement. No additional information is available.